Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2023 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The device instructions for use (IFU) was reviewed. The patient symptoms of edema, swelling and a thrombosis were found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced edema and swelling in the scrotum and in one leg with this artificial urinary sphincter (aus) due to a blood clot. A surgical procedure was performed, during which the balloon was removed, and the cuff and pump were left in the patient. No device issues were identified. Post operatively, the patient was treated with medication and several months later, after the swelling subsided, a new balloon was implanted with no further patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that the patient experienced edema and swelling in the scrotum and in one leg with this artificial urinary sphincter (aus) due to a blood clot. A surgical procedure was performed, during which the balloon was removed, and the cuff and pump were left in the patient. No device issues were identified. Post operatively, the patient was treated with medication and several months later, after the swelling subsided, a new balloon was implanted with no further patient complications.